Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. Before closing the pocket, measurement of right ventricular- left ventricular conduction time was attempted but there was an alert. After rebooting the programmer, the same operation was attempted and the same alert message was displayed again. Another programmer was used multiple times and the same error message displayed. Telemetry discrepancy was suspected. Eventually, the procedure was completed without any adverse consequences to the patient.